Event description:
It was reported that a malfunction occurred with the customer¿s pump, identified by the malfunction code malf 24, and the fault ID was available. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl, so there was no additional information reported about the impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.